Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive sheath was selected for use. However, when the farawave catheter was inserted into the faradrive sheath, a small amount of blood leaked from the hemostasis valve of the faradrive sheath. The physician decided to replace the sheath. The issue was resolved, and the procedure was completed. No patient complications were reported. The device is not expected to be returned; it was disposed at the facility.